Manufacturer narrative:
The subject device was returned for device investigation. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had peeling of fiber tip outer rubber (curved rubber has come off) and the adhesive part of the curved rubber was missing. There were no reports of patient involvement.